Manufacturer narrative:
An investigation was completed in response to a customer complaint for a false resistant ertapenem result for a proteus mirabilis patient isolate from sputum, in association with the vitek® 2 ast-n214 test kit (lot 6140859103). The customer submitted one strain for investigational testing and the identification was confirmed to be proteus mirabilis with the vitek® 2 gn ID test kit (lot 2410833203). Investigational testing included testing the strain using reference methods as well as analyzing the strain using the vitek® 2 ast-n214 test kit from the customer's lot (6140859103) and a random lot (6140715403). ----reference test results---- pcr to check for presence of carbapenemase: negative for all genes tested (imp, vim, ndm, kpc, oxa-48 like) agar dilution (ad): ertapenem mic = 0.016 mg/l (susceptible) ----vitek® 2 ast-n214 results---- customer's lot (6140859103) ertapenem: mic <= 0.5 mg/l (susceptible, aes modified to intermediate) phenotype: carbapenemase (+/- esbl) therapeutic correction to intermediate due to phenotype proposal of carbapenemase (+/- esbl). Random lot (6140715403) ertapenem: mic = 1 mg/l (intermediate) phenotype: carbapenemasae (+/- esbl) ----complementary test---- since the pcr results and the phenotype proposed during vitek® 2 testing were not in agreement, the reference method for imipenem (broth microdilution) was also tested and compared to the vitek® 2 imipenem results. Broth microdilution: imipenem mic = 4 mg/l (intermediate) ast-n214 customer lot (6140859103): imipenem mic >= 16 mg/l (resistant) ast-n214 random lot (6140715403): imipenem mic >= 16 mg/l (resistant) the vitek® 2 imipenem result ( >= 16 mg/l r) is an essential agreement error compared to the reference mic and leads to a minor category error. This then leads to the false carbapenemase phenotype proposal and a therapeutic correction of the ertapenem result. ----conclusions---- the customer's false resistant ertapenem results were not reproduced internally. The difference in the category's interpretation could be due to the customer using different breakpoints (interpretation eucast 2015 breakpoints for vitek2 v8.01 and most probably eucast 2019 breakpoints for the customer). In addition, an overestimation of the ast-n214 imipenem mic has been observed internally, which leads to the false carbapenemase phenotype proposal and then to the therapeutic correction for ertapenem. Note: the package insert for ast-n214 contains the following eucast limitation: "the ability of the ast card to detect resistance with the following combination(s) is unknown because resistant strains were not available at the time of comparative testing: ertapenem (etp01n): enterobacteriaceae". Ast-n214 lot # 6140859103 met final qc release criteria. The lot passed qc performance testing. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.

Event description:
A customer in (B)(6) reported a false resistant ertapenem result for a proteus mirabilis patient isolate from sputum, in association with the vitek® 2 ast-n214 test kit (lot 6140859103). The customer reported the false resistant (mic=1) ertapenem result was obtained twice and the liofilchem gradient test gave 0.125mg/l (susceptible). There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. It was noted that the first ast-n214 test was performed from non-validated media (chocolate agar), and the duplicate false resistant result was from validated media (cos). A biomérieux internal investigation will be initiated.